Event description:
It was reported that two hours after a primary laparoscopic gastric bypass procedure (omega loop), the surgeon had to perform a re-laparoscopy due to bleeding. It was bleeding from the staple line used for division of the jejunum (white cartridge). Later that day the surgeon had to perform a second re-laparoscopy to stop another staple line bleeding. No products to return since the products were involved in the primary procedure. It is unknown how the procedures were completed. The condition of the patient immediately following the event was stable. No further information is available.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.